Event description:
It is reported that the patient was revised for femoral loosening approximately nine years after the initial surgery.

Manufacturer narrative:
Information was received via published literature. This report will be amended when our investigation is complete.